Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units handle is not extending. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had handle is not extending. Patient involved, no harm reported. A getinge field service engineer (fse) visited the site but was unable to do the repair due to air flight crew not onsite during fse visits. Customer agreed to service the unit on next preventive maintenance. Reported issue is physical damage to the handle and it does not effect performance of the unit.